Event description:
On 7th february 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was damaged during injection necessitating lens explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was damaged during iol injection. The iol optic was cracked necessitating explantation and exchange of the lens. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has been returned to rayner for evaluation, product inspection is pending. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch: 114255242 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 114255242. Additional information has been sought from the reporting healthcare facility to aid further investigation of the event. There is currently insufficient evidence/information available to determine the root cause of the event.